Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected in the lips with one syringe of juvéderm® ultra xc. The patent experienced ¿puffy blisters¿ on the lip a few weeks later. The patient returned to the injector, who stated that it was the patient¿s salivary glands¿ and would go away. The patient reported that it was a ¿filler cyst¿ after doing research. The patient was then injected in the lips with one syringe of juvéderm volbella® xc and in the cheeks with juvéderm voluma® xc. The patient¿s ¿bumps¿ returned under the bottom lip but reported no complaint against the juvéderm voluma® xc. Four months later, the patient was diagnosed with a ¿filler cyst¿ and was treated with hyaluronidase at another office. The patient experienced a non-device related ¿bump¿ at the hyaluronidase treatment site. Healthcare professional confirmed and reported injecting the patient in the lips and philtral column with 1cc of juvéderm® ultra xc. No treatment was provided by them. The patient was seen 2 months post-injection, where ¿minor swelling¿ of the salivary glands was noted, with no blisters/cysts/nodules. Three months later, the event was resolved, and the patient did not return to the office.